Manufacturer narrative:
Pump passed the displacement test however - compromised force sensor system a33 alarm during prime/- compromised force sensor system test at four lbs. And motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and a motor error alarm. The customer¿s blood glucose level was 29.0 mmol/l at the time of the incident. The customer also reported that the insulin pump alarmed motor error during bolus delivery and received a compromised force sensor system alarm during priming process. The customer stated that the drive support cap was flush. Customer also reported to have experienced a high blood glucose of 29.0 mmol/l and treated with manual injection. Unable to troubleshoot for high blood glucose due to insulin pump alarms. Customer reported that the infusion set cannula was bent and troubleshooting was performed and completed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is not expected to return for analysis.